Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the charger would not recognize a battery pack. The cause was a defective battery board. The root cause for the defective battery board was unable to be positively determined. No adverse event resulted from the defective charger. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that his charger was not recognizing his battery packs. The pt was issued a replacement charger/modem.